Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the patient explanted the device on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 22, 2021 additional information received indicated that the patient scheduled for bilateral replacements with mentor saline implants on (B)(6) 2021. Deflation was diagnosed by the physician. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 6, 2020 patient reported that she has not explanted the device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on august 30, 2021; the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 425cc breast implant, a tear was observed at a junction at the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that the patient underwent mild left capsulotomy as a result of unknown grade capsular contracture, and bilateral replacements as follow: left with cat#: 3501670, sn#: (B)(6), and right replaced with at#: 3501670, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on april 08, 2021. Device evaluation completed on april 14, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. During the visual analysis of the returned sample sal smooth rnd diap 425cc breast implant, a tear was observed at a junction at the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced left sided deflation post procedure. The patient noticed that the implant was shrinking. Patient was on vacation and noticed her chest was sore. She noticed that her left breast is obviously smaller and lower than the right breast. Patient called her implanting surgeons office and she will be seen in office on (B)(6) 2020 for an in office consult. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.